Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The customer identified that the gas delivery engine might be the cause of the issue so they have sent the gas delivery engine back to carefusion. Upon completion of an evaluation, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it alarmed vent inop upon start up. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab (fa lab) evaluated two components. The fa lab received and evaluated the gas delivery engine (gde). The failure was duplicated and isolated to a faulty printed circuit board assembly (pcba). This reported issue will be tracked and internally investigate the situation. The user interface module (uim) was evaluated by the failure analysis lab and the reported failure was duplicated and isolated to the gas delivery engine upgrade not compatible with the older uim. This is considered a service error while repairing the suspected gde issue and is not part of the original complaint.